Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside of the pump. The battery cap threads were stripped and was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap was used for testing purposes. The pump powered up successfully with no alarms. The pump was exercised for 24 hours with a test cap and no further power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.